Manufacturer narrative:
Unknown healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline pushwire was broken. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the left internal carotid artery with a max diameter of 50 mm and a 40 mm neck diameter. The landing zone was 4.5 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was normal. It is unknown if dual antiplatelet treatment was administered. Post operative findings related to blood flow imaging showed no abnormalities; there was blood flow retention in the aneurysm. It was reported that pipeline delivery wire dislodgement occurred. It was reported the pushwire was broken. The distal part of the delivery pusher was disconnected. The fragment was removed from thepatient's body. Since the pushwire remained in the catheter, it was collected together with the catheter. There was no resistance or operation difficulties. The pipeline remains in the patient's body. The pipeline was not used for an indication that is off-label. The device was prepared as indicated in the package insert. There is no health damage present.

Manufacturer narrative:
Product analysis (B)(4):¿ equipment used: video inspection system ((B)(6)), ruler 200cm ((B)(6)) ¿ as found condition: the pipeline flex shield pushwire was returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield braid was not returned for analysis as it was remains in the patient's body. ¿ damage location details: no bend or kink was observed on the pushwire. The pushwire was found to be separated into two segments at ~106.8cm. The proximal core wire was found broken from hypotube at ~106.8cm with the ptfe jacket damaged at the same area. The distal hypotube was found to be intact with no signs of elongation. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No other anomalies were observed. ¿ testing/analysis: the broken end was sent out for sem testing. ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have ¿pushwire break/separation¿ as the pushwire was found to be broken. It is possible the cause of the damage found to the pusher occurred during the attempts to retract the pusher against resistance. Per the sem result, ¿the broken end failed via reverse bending fatigue and then overload¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was placed in the intended location.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.